Event description:
Additional information was received: it was reported that the date of removal was (B)(6) 2022 and stated the sheath of the electrode was disintegrated and stated there was no casing on the wire and caused the ingrowth. They also mentioned that electrode 0 was stated that the impedance issue and massive headaches back in 2014-2015 and programmed around broken off. The physician said the rest of the device was still implanted because it was too dangerous to remove.

Manufacturer narrative:
Continuation of d10: product ID 3387-40, lot# j0519316v, implanted: (B)(6) 2005, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) scheduled a removal of dbs system for the patient, due to system not being used for past 6 years for dystonia that was neve resolved. During the procedure, the hcp described bony ingrowth over the burr hole device and difficulty removing the initial lead. After some time, the lead was removed and hcp described only seeing 3 electrodes present on the removed lead. He then left the operating room to speak with the patients husband and express his concerns about attempting to remove the second lead. The hcp had difficultly removing lead due to tissue ingrowth, upon removing lead, last electrode appeared to have been stripped from lead and remained in the brain.  The husband detailed that his wife¿s main discomfort was with the implantable neurostimulators (ins) and extensions and to just remove those. Hcp proceeded to remove the patients bilateral ins and extensions. Hcp also stated that the patient expressed concerns in 2016 regarding impedances on a contact, as described by her managing p hysician and wondered if they had contributed to headaches at that time.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40 lot# j0519316v serial# implanted: (B)(6) 2005- explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 11-mar-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the surgeon was unable to remove the leads and the wires fell apart upon attempted removal. The leads were the same and the battery was changed once. They are now completely MRI incompatible. In addition, the patient had undergone 18 months of rehab due to a brain injury (tbi) from the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the right lead that fell apart remained lodged in their frontal lobe, more pieces embedded throughout their skull, and half of a left lead that remained in situ.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3387-40 lot# j0519316v implanted: (B)(6)2005 explanted: (B)(6)2022 product type lead product ID 748251 serial# (B)(6) implanted: (B)(6)2005 explanted: (B)(6)2022 product type extension product ID 748251 serial# (B)(6) implanted: (B)(6)2005 explanted: (B)(6)2022 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the consumer reporting that from review of the lead materials, there were concerns over the breakdown byproducts. The original PMA also described this issue in full depth. While the lead materials are considered 'inert' and 'nontoxic' in stabilized form, the patient spoke with a neurotoxicologist who studies these devices in animal models and expressed concerns with the breakdown of the device as the stabilized materials are not the same as the breakdown byproducts of polyurethane. It was reviewed that product submissions involving the leads would not have cleared if the levels were not shown to be safe in the toxicological risk assessment that is required to perform. Either it was shown that the products do not release chemicals of concern or if they do, they are safe levels; no health risks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.